Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported experiencing a shocking sensation from the wireless recharger (wr) while attempting to recharge the implant (ins). Pt stated that the issue began about two months ago and occurred a few times, most recently yesterday. Pt reported not using the recharger belt because good or excellent connection could not be achieved and instead placed the wr directly on the skin to charge faster. Pt stated that charging from 40% to 60% takes about two hours. Agent provided education on proper wr use. Agent instructed pt to place a thin layer of clothing between the wr and the skin. Pt accessed the recharger application and achieved good to excellent connection with the ins at 30%. Agent instructed pt to turn off therapy to improve charging speed. After a few minutes, pt confirmed the ins battery increased to 40%. Agent verified that the wr charging speed showed 4. Pt reported that the device provides about 50% relief of lower spine pain and expr essed satisfaction with stimulation overall. Agent instructed pt to continue charging the ins and to call back if the issue persists. Pt also mentioned turning off stimulation at night because stimulation feels strong in the legs.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.